Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 56543 was returned and analyzed. Visual inspection of balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for eight injections. The catheter failed the performance test due to a 50032 notice (indicating that the safety system detected a compromised outer vacuum). Pressure testing and dissection revealed an inner balloon pinhole. Additionally, the guide wire lumen in balloon segment was kinked at 1.18 inches from tip. In conclusion, the balloon catheter failed the returned product inspection due to the inner balloon pinhole and guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification, per the manufacturer's investigation.